Event description:
It was reported that the ilet touch screen developed a visible line across the display, compromising visibility and usability of the interface; the user did not know the cause, found it damaged after prior use, and the device had been synced before shutdown. Symptoms included impaired ability to view and operate the screen. Outcomes included loss of watertight integrity, user difficulty interacting with the device, and the need for device replacement.

Manufacturer narrative:
Investigation included customer interview and product technical review with user education on device function and safety. Investigation of this case revealed physical damage to the display consistent with a broken or delaminated screen. It was concluded that the screen damage rendered the device non-watertight and functionally compromised, necessitating replacement.